Manufacturer narrative:
Device available for evaluation? ¿ yes, returned to manufacturer on 4/27/2017. Device returned to manufacturer? ¿ yes. Device evaluation: the complaint unit was received for evaluation. Residues of what appears to be ophthalmic viscoelastics (ovd) were observed on the lens surface. The returned lens was received in three pieces. Due to the condition of the lens, the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that when loading and inserting the aab00 22.5 diopter intraocular lens (iol) into the patient's eye, the physician experienced stiffness and observed a "scarf" (scratch) on the lens. The lens was cut and removed. There was no incision enlargement and no patient injury. No further information was provided.